Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit would power cycle due to the valve pack shorting the circuit board. The valve pack and control board were replaced to resolve the reported issue. The connection from the valve pack to the board were found to have signs of heat damage. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there were drain errors. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Upon investigation, the connection from the valve pack to the board was found to have signs of heat damage.